Manufacturer narrative:
(B)(4). The device was evaluated and the display assembly was faulty. The display was replaced and the equipment worked properly.

Event description:
It was reported that during start up a ventilator's display was blank. There was no patient involvement.